Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that spectrum iq pumps were "siphoning of primary bag when secondary infusion rate running at 200 ml/hr. They are unable to fully 'run dry' the secondary infusion tubing without the primary line getting an air bubble and effecting a subsequent infusion." The reporter also states some infusions seem to take longer. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: h6, h11. H11: the device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.